Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit stopped measuring gases while in use in a case at approximately 1:00 am on 4/1/2020, in or room 3. There were no error messages. The gases in use ware sevoflurane and desflurane. The unit was warmed up (in use most of the day). They replaced the unit with a spare and was able to complete the case without issue. No patient harm was reported. Service requested / performed: evaluation / repair. Investigation summary: the investigation conducted under irc-nka300155492 (attached a3-191237_final-eg.pdf) concluded that for gf-210ra revision cb and onward with sensor unit cd-314p revision 2 (serial numbers (B)(6) needed a firmware upgrade. Revision 2 of cd-314p utilize a new pump with a slight difference in specification. The sensor unit detects this small difference and output as gas device error. The countermeasure is to perform a firmware upgrade. The causes for gas device error are due to improper maintenance, incompatible tubing/connector, device damage, or sensor needing replacement. Further action is not warranted.

Event description:
The biomedical engineer (bme) reported that the multigas unit stopped measuring gases while in use in a case at approximately 1:00 am on 4/1/2020, in or room 3. There were no error messages. The gases in use ware sevoflurane and desflurane. The unit was warmed up (in use most of the day). They replaced the unit with a spare and was able to complete the case without issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was in use in a case at approximately 1 am (B)(6) 2020 in or room 3 when it stopped measuring gases. There were no error messages. The gases in use ware sevoflurane and desflurane. The unit was warmed up (in use most of the day). They replaced the unit with a spare and were able to complete the case without issue. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following bedside monitor model was being used in conjunction with the multi gas unit but no serial number information was provided. Bedside monitor: model: bsm-6701a, sn: no information.

Event description:
The biomedical engineer (bme) reported that the multigas unit was in use in a case at approximately 1 am (B)(6) 2020 in or room 3 when it stopped measuring gases. There were no error messages. The gases in use ware sevoflurane and desflurane. The unit was warmed up (in use most of the day). They replaced the unit with a spare and were able to complete the case without issue. No patient harm reported.